Event description:
It was reported that during right atrium leadless pacemaker (ralp) placement the physician felt resistance going into long tether mode. The ralp was re-docked and still unable to go into long tether mode. On fluoroscopy, it was noted that the ralp had dislodged while in tether mode. The ralp was removed and on the back table and the unable to go into long tether mode persisted and the ralp was unable to be released from the catheter. A new ralp and catheter were used to complete the procedure. The patient condition was stable following the procedure.